Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 80% stenosed target lesion was located in the moderately calcified left anterior descending. The lesion was pre-dilated. This 3.0 x 32mm promus element stent delivery system was advanced and deployed in the target lesion. A 2.00mm x 20mm maverick balloon catheter was advanced to the distal lesion but, it was hard to advance through the stent. Due to the ptca wire bias the balloon damaged the stent edge. The physician used a 3.5mm x 8mm quantum balloon catheter to post dilate the stent edge. It was reported that the result is good for this case. The procedure was completed with this device. No patient complications were reported and that patient's status is stable.

Manufacturer narrative:
(B)(4) device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).